Event description:
It was reported that a malfunction alarm occurred and an out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 192 - 194 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.